Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead alert and during the device check high impedance on the right ventricular (rv) lead was noted. The rv lead was programmed off and a life vest was applied. There was a noted spike in the rv lead impedance indicating a lead fracture. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.